Event description:
It was later reported that patient family member found a doctor who can re-calibrate it and they have an appointment (B)(6). It was later reported on (B)(6) that the reporter and patient met with the health care provider and he reset the calibration on that a little bit higher with the help of a representative on the phone. The reporter thought everything was alright at this point and if they have any problems in the future that he can't resolve they will let us know but for right now everything was under control.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of therapy and intermittent/erratic. Caller indicated that the patient needs her implant calibrated, that the patient feels the stim. Is going too fast. He further said that the patient was re-calibrated in (B)(6), that perhaps stim. Was too high. The patient didn't have any issues until about a month ago. The patient also noted pain in her stomach; the caller thinks it could be from her gastroparesis. Caller said he's been trying for a month to get an appointment with the manufacturer's representative to make adjustments to the patient's implant. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and gastric stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.